Manufacturer narrative:
(B)(4).

Event description:
It was reported that no vibration occurred. Product has been received but is pending evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported.

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. A manual vibration test was performed and passed. Functional tests were performed and passed. An internal visual inspection was performed and passed. The vibrator motor resistance was measured and passed. The receiver log was downloaded and reviewed finding no error related to the complaint. The allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification issue occurred. The product was evaluated. An external visual inspection was performed and passed. Receiver charge and boot tests were performed and passed. Functional test results was performed and passed. Internal visual inspection was performed and passed. Receiver sound manual test, passed (receiver firmware version 5.1.1.040). Receiver speaker resistance measured, passed (7.48). Receiver user profile setting high snooze time = 0. The receiver log was downloaded and reviewed finding errors related to the complaint. The allegation was confirmed. The probable cause was determined to be receiver dispatch error. No injury or medical intervention was reported.